Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Boston scientific technical services advised current therapy is unaffected, however device replacement was recommended. No changes were made and the s-ICD remains in service. No adverse patient effects were reported.